Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "current issue with their implants" and a history of "deflations and exchange."

Event description:
Patient reported right side "current issue with their implants" and a history of "deflations and exchange." The device has been explanted.